Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7157982, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model:sc-4318, serial: na, batch: 36244721, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead incision site. Symptoms of redness, tenderness and drainage around the incision were noted. The physician did not believe the infection was device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. The explanted leads and clik anchor were not returned as they were discarded by the medical facility.